Event description:
User reports four pt samples that initially gave zero results for bun, alb and bicarbonate, and when repeated on another analyzer gave acceptable results. No further pt data was provided. Erroneous results were not reported. Although exact root cause was not identified, the field service rep replaced sample probe, cells, lamp and sample lld bd. Performance tests were performed within spec.